Event description:
It was reported via social media that atrial tachycardia occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time post procedure, the patient developed atrial tachycardia. No further information on the status of the patient is available.

Manufacturer narrative:
Date of event - aware date of 02jun2022 used as event date is unknown.